Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported patient was experiencing discomfort at the ipg site. As such surgical intervention took place where the ipg was replaced with a smaller ipg thereby addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.